Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customer's blood glucose level. The call to tandem technical support was disconnected prior to obtaining additional information about the occlusion. Although attempts were made to contact the customer, no response was received.